Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed intraoperatively due to bleeding during the procedure. No add'l info was provided. Add'l info has been requested. Add'l info has been requested. Please reference MFR number: 1119279-2013-00360 for the intraocular lens used in this event.